Event description:
It was reported that the insyte 24ga x 0.75in had a defective needle. The following information was provided by the initial reporter, translated from spanish to english: needle defective.

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte unit from lot 8208805 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the needle had pierced through the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that there was an issue with the manufacturing process, either air blowing connections or the vision system set-up.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be file

Event description:
It was reported that the insyte 24ga x 0.75in had a defective needle. The following information was provided by the initial reporter, translated from spanish to english: needle defective.